Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent became loose on the balloon. After unpacking, and before purging, the physician noticed that the 3.00 x 24 mm liberte monorail coronary stent was loose and was not mounted on the balloon but on the guide catheter. The device did not come into contact with the patient, and the physician did not use the liberte monorail coronary stent but completed the procedure with another device. No patient complications were reported.